Event description:
It was reported that the patient experienced a change in therapy effect with acute return of spasticity. The patient was put on oral baclofen due to under dosing symptom. At refill, there was excess volume in the reservoir. The expected reservoir volume was 5cc; the actual reservoir volume was 15cc. The catheter access port was accessed and catheter patency was confirmed. The pump was replaced. It was reported that there was no patient injury. No patient outcome was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.